Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. During the procedure, the wire guide moved into the pancreatic duct instead of the common bile duct. When the guide wire was being pulled back, the coating of the wire guide detached in the pancreatic duct. The core wire remained intact. The physician made an attempt to retrieve the coating from the pancreatic duct, but gaining access to the pancreatic duct for removal was unsuccessful. The physician decided to allow the coating to pass naturally through the gastrointestinal tract. The physician will have the pt come in for a follow-up visit. The medical personnel indicated they are unsure what adverse effects the pt may experience in response to this occurrence. No adverse effects or additional procedures have been reported to date.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. Approx 2.5cm of the wire guide coating has broken and separated from the distal end of the wire guide, exposing the inner core wire. The inner coil located at the distal end of the wire guide has also unraveled, but no portion of the coil spring is missing. The damage noted on the wire guide (i.e. Broken coating, unraveled inner coil spring) suggests that the wire guide experienced excessive pressure at some point during the procedure. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test of this lot because none of the product from the lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to wire guide coating damage and detachment. The instructions advise the user that the wire guide should be kept for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating detachment. If the endoscope or accessory device used with this device contains a sharp area or burr, this could contribute to wire guide coating damage and detachment. Prior to distributor, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because our product evaluation suggests this may be related to product handling conditions. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.